Event description:
It was reported that a critical pump alarm started sounding on the afternoon of report and was occurring every hour. The patient¿s prior refill took place on (B)(6) 2013 and the next refill date was said to be on (B)(6) 2014. It was stated that the patient¿s refills typically took place every six to seven weeks. On the printout from the patient¿s last refill, the low reservoir alarm date was indicated to be (B)(6) 2014, at which time the pump would have had 2 milliliters (ml). It was noted that the patient had never heard a single beep. The patient was not reporting any symptoms; however, it was stated that he was very anxious. It was also reported that the patient takes vicodin for breakthrough pain and also had old fentanyl patches. The reporter stated that they could not get a hold of the pump physician, so she was going to take to patient to the hospital. The device system was used to deliver fentanyl and also had baclofen as a secondary drug. Additional information received reported the patient was having pain and the cause of the alarm was a missed refill. It was noted the cause of the patient¿s anxiety was the patient¿s pain. Troubleshooting included pump interrogation. It was also reported the patient was doing much better after refill and was receiving effective therapy. The pump was being used to deliver baclofen and fentanyl.

Event description:
Additional information later reported that back in (B)(6) the patient had the wrong refill date written down and the patient¿s pump went dry.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
Corrected information: conclusion no longer applicable.

Event description:
It was later reported that 1 year prior to report in (B)(6), the patient¿s pump went dry and the patient was taken to the emergency room (ER). The patient was in the process of changing health care providers and they wrote the wrong date on the printout. It was later reported that they had the wrong refill date listed. The pump started alarming, but did not alarm until almost dry. They told him he had 3 days left, but it ran dry the next night. The new pain clinic ordered medicine but it did not arrive until wednesday and the pump went dry on tuesday night. The pump ¿shut down¿ completely and the caller had to be taken back in. It was later reported that the patient went home after the ER visit and was told they had 3 days of reservoir left. It was noted that a refill date was set-up the next day following the ER visit. The pump ended up ¿stopping¿ andthey went to the ER again and received dilaudid. They ended up refilling his pump that day. It was noted that the patient was on zanex due to anxiety attacks.